Manufacturer narrative:
A lot history review (lhr) of rewf0495 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer, at this time, for evaluation.

Event description:
A leakage has been noticied at 3cm from the end with an extravasation at the dressing. This appeared just after the placing in the operating room when the patient came back to his room. The purge had been done in the operating room without any sign of leakage. The catheter has been removed.